Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the device to be in used condition, and a scratched lcd lens. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the expulsor was the root cause. The expulsor was sanded down. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed an accuracy test. There was no patient involvement.